Manufacturer narrative:
The reported gripper actuation issue was confirmed via returned device analysis. Additionally, the gripper line was observed broken at the clip area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no other incident reported from this lot. Based on available information, reported gripper actuation was due to observed gripper line break. A cause for the gripper line break could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted small left atrium. The first clip delivery system (ntw cds) was advanced to the mitral valve, and the clip grasped the leaflets fine; however, the mean pressure gradient increased to 10mmhg. Therefore the cds was removed with the clip attached. The mean pressure gradient returned to baseline and the procedure continued with an nt clip. The nt cds was advanced to the mitral valve, and the clip grasped the leaflets fine. However, the mean pressure gradient increased to 7mmhg. The clip was re-positioned to attempt to reduce the mean pressure gradient, but the mean pressure gradient was still high. Then during the last clip opening to remove the clip, the posterior gripper did not fully raise. The clip was closed and removed, attached to the cds. The mean pressure gradient returned to baseline. A decision was made to abort the procedure. No clips were implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.